Event description:
It was reported to boston scientific corporation on november 8, 2022, that an epic biliary endoscopic stent was to be implanted to treat a 6cm stenosis in the distal bile duct due to pancreatic cancer during an endoscopic biliary stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not dilated prior to stent placement. During the procedure, the epic biliary stent did not deploy despite the physician pulling the outer sheath back and forth. The physician then decided to remove the device; however, during removal, the delivery system became stuck in an upright position at the tip of the scope, and the epic biliary stent deployed prematurely inside the scope. The epic biliary stent was removed together with the scope, and the proximal end of the stent was noted to be kinked. A plastic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).